Manufacturer narrative:
Update lot number information.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the patient was implanted with in his left hip joint an artificial hip device the post operative diagnosis was metallosis, later confirmed by intraoperative findings such a layer of gravish green synovial tissue overlaying the greater trochanter and extending diffusely around the hip along with the explanted tissue containing metal also noted pathologic findings of corrosion over both morse tapers of modular neck. Post operative diagnosis was avascular necrosis left femoral head.